Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation and a physical investigation was not possible. No videos were received for review. The user report contains information regarding catheter helix break. The user provided images show the helix break of the catheter. After review of the provided images the reported malfunction can be confirmed. Therefore, the investigation is confirmed for the reported helix break issue. A clear root cause could not be identified but the catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left lower limb proximal femoral artery occlusion via the right femoral artery, the catheter was allegedly found to be fractured at the head-end. It was further reported that the broken piece allegedly fell into the lumen of the vessel. Reportedly, the broken piece was removed by using a catcher. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a image and photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left lower limb proximal femoral artery occlusion via the right femoral artery, the catheter was allegedly found to be fractured at the head-end. It was further reported that the broken piece allegedly fell into the lumen of the vessel. Reportedly, the broken piece was removed by using a catcher. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left lower limb proximal femoral artery occlusion via the right femoral artery, the catheter was allegedly found to be fractured at the head-end. It was further reported that the broken piece allegedly fell into the lumen of the vessel. Reportedly, the broken piece was removed by using a catcher. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation and a physical investigation was not possible. No videos were received for review. The user report contains information regarding catheter helix break. The user provided images show the helix break of the catheter. After review of the provided images the reported malfunction can be confirmed. Therefore, the investigation is confirmed for the reported helix break issue. A clear root cause could not be identified but the catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.